Event description:
Philips received a complaint on the v60 ventilator indicating that there had been a failure during the power on self-test (post) when turning on the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the field service engineer (fse), it was clarified that the device issue observed at startup was an occurrence of the watchdog test failed alarm. The ordered motor controller (mc) printed circuit board assembly (pcba) was received and was confirmed in the gfe to have been replaced as the resolution to the watchdog test failed alarm. The device was returned to use following the part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.